Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing. The patient's device was reprogrammed. The patient would continue with routine follow-ups.